Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? During use. Needle injury: no. Other treatment: no. Were the returned items used? Yes. Returned quantity: 1. The patient tried to inject the insulin, but nothing came out. When observing the needle, the back needle was bent.